Manufacturer narrative:
The device will not be returned for analysis as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. The event occurred in a patient post procedure. There is no evidence suggesting that the device was defective. A definitive conclusion for the event cause cannot be determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that digital imaging and communications in medicine (dicom) images detailing a patient who was treated with pipeline that the patient had experienced stent thrombosis around six month mark. At 9 months follow up found that patient experienced right sided hemiparesis. The patient seems to be ok when on plavix but experiences recurrence of symptoms when dapt is discontinued. The patient put back on dapt. The patient was treated with pipeline embolization device approximately 2.5 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.